Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. Customer reported insulin pump had possible under delivery. Customer stated sensor kept failing and telling them to change sensor. Customer¿s blood glucose level at the time of report was unknown. Customer treated diabetic ketoacidosis in hospital with insulin pen. It was unknown if insulin pump was on auto mode. The insulin pump will not be returned for analysis.